Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck with the error in initializing device manager. A field service engineer unplugged the drawers from the communication sled to ensure the issue didn¿t lie in the drawers. This did not resolve the issue. Next, the communication sled was replaced. The device ran through and opened the application without an error. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a pyxis not working. "Error in initialization device manager". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.